Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products: associated mdrs # 1225714-2013-02616, 1225714-2013-02617, 1225714-2013-02618, and 2937457-2013-00163.